Manufacturer narrative:
The device was received for evaluation. During functional testing, over infusion was not reproduced. The device was sent for flow testing and found to deliver within specification. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be pressure plate travel out of adjustment. The pressure plate travel requires adjustment and m2/m3 springs require replacment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused twice during volumetric test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.